Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routing follow up, fracture was observed on the right atrial lead. The lead was capped and replaced on (B)(6) 2016 during device change out. The patient's condition was stable prior, during and post procedure.